Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small clip applier instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Fa determined that the primary finding unable to test the returned instrument to be related to the customer reported issue. The returned small clip applier instrument was returned in damaged condition. The instrument was returned with a broken input disk causing the instrument to fail engagement. The instrument was not able to be tested for intuitive motion and clipping functionalities on the in-house system as a result. The root cause of a broken input disk is attributed to mishandling/misuse of the device. Additional observations not reported by the site were also identified. The instrument was found to have an engagement failure during in-house testing. The instrument passed recognition but failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The in-house system showed multiple 22020 error codes, indicating the installed instrument failed to engage. A review of the system logs showed no engagement failures related to this instrument. The instrument was found to have an input disk broken. Input disk #6 was found broken into pieces inside of the housing, causing the instrument to fail engagement. Hairline cracks were found on grip input shaft #7. The instrument was found to have one or more of the housing snaps broken. The instrument was found to have a frayed pitch cable at the distal end.

Manufacturer narrative:
Based on the claim against the product by the customer noting the jerky movements with small clip applier, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the small clip applier made a jerking movement while trying to apply clip to the vessel. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small clip applier was analyzed and the complaint was not confirmed by failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint "surgeon states instrument made a 'jerking' movement while trying to apply clip to vessel." The instrument was returned in damaged condition. The instrument was returned with a broken input disk causing the instrument to fail engagement. The instrument is unable to test for intuitive motion and clipping functionalities on the in-house system as a result. Additional observations not reported by site were found. The instrument was found to have an engagement failure during in-house testing. The instrument passed recognition but failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The in-house system showed multiple 22020 error codes, indicating the installed instrument failed to engage. A review of the system logs from the date of usage showed no engagement failures related to this instrument. The instrument was found to have an input disk broken. Input disk #6 was found broken into pieces inside of the housing, causing the instrument to fail engagement. Hairline cracks were found on grip input shaft #7. Common causes of the failure mode broken instrument input disks are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The instrument was found to have one or more of the housing snaps broken. Common causes of the failure mode broken snaps instrument housing are typically attributed to mishandling/misuse which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The instrument was found to have a frayed pitch cable at the distal end. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.